Event description:
Respiratory arrest reported while the device was in use. The user facility consultant was contacted by the clinical nurse specialist reporting that three pts experienced respiratory arrests within the last one to one and a half months while receiving pain management therapy. At the time the events occurred, the devices were not tagged and the serial numbers were not logged. It was reported that all three pts were receiving (unspecified) pain management therapy to control post surgical pain. All three pts had undergone hysterectomies. There was no specific program info available, other than a loading dose was not programmed. All three pts were successfully resuscitated and there was no pt harm reported. There is no info available related to specific interventions. It was determined, after the third event occurred, that the probable overdelivery was related to operator error. The customer clinical nurse specialist contact refused to provide any further info stating "it is being taken care of internally". Though requested, there was no additional info available.